Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with myopotential oversensing that was causing pacing inhibition on an implantable cardioverter defibrillator. Programming changes were suggested. No further information is available.